Event description:
Caller reported that a malfunction occurred on the pump, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the caller with resetting the pump, provided instructions for putting the pump into storage mode, and arranged to send a replacement pump. The caller was instructed to return the problematic pump within 10 days using a pre-paid label to avoid additional charges and acknowledged the need to program settings and connect their cgm to the replacement pump.